Manufacturer narrative:
(B)(4) the device was manufactured between: october 27, 2016 - october 31, 2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a small volume intermate. The device was filled with 1600mg of ceftazidime diluted with 100 ml of 0.9% sodium chloride. The device infused for one hour. The expected infusion time was thirty minutes. The patient received the full dose of the medication. There was no patient injury or medical intervention associated with this event. No additional information is available.